Event description:
The customer reported that the insulin pump's display was blank. The customer reported changing the battery, but the display remained blank. The customer reported removing and replacing the battery several times and receiving a failed battery test. During troubleshooting, the display returned. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.